Manufacturer narrative:
Information added to h3, h4 and h6. Correction to d8, e1 (establishment name), and h6 component code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that this fault was due to excessive force being applied when removing accessories. However, a definitive root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Instructions operation manual oes cystonephrofiberscope olympus cyf-5 olympus cyf-5a 4.3 using endotherapy accessories. Insertion of endotherapy accessories into the endoscope. Instructions reprocessing manual oes cystonephrofiberscope olympus cyf-5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the oes cystonephrofiberscope exhibited that the biopsy attachment had detached from the scope. There were no reports of patient involvement.